Event description:
It was reported that the left monitor image on the 9800 went blank during a case. Another system was brought in and the case was completed without further incident. No pt injury.

Manufacturer narrative:
The service rep repaired the open wire in the hv cable assembly. The system operates as intended.